Event description:
It was reported on 01 July 2026, that the patient presented with grade 4 functional mitral regurgitation (MR), enlarged left atrium, restricted posterior leaflet with flail morphology, and cardiogenic shock for a MitraClip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, elevated pulmonary pressures and an increased coaptation gap were observed. Consequently, simultaneous leaflet grasping and capturing with the XTW clip was difficult. Despite this, the XTW clip was successfully deployed at anterior and posterior leaflet 2 (A2/P2).Following deployment, partial detachment of the clip from the posterior leaflet was noted.An XT clip was subsequently introduced; however, leaflet grasping and capturing remained difficult due to the progressively widening coaptation gap. The clip also appeared to be entangled in the posterior chordae. Troubleshooting maneuvers were performed and the clip was successfully disengaged from the chordae. Subsequently, MR increased, with evidence of a torn chord and a flail segment lateral to the previously deployed XTW clip. As a result, the XT clip was removed without deployment.By the end of the procedure, the previously deployed XTW clip appeared to have detached from the posterior leaflet. MR worsened to grade 4+ post-procedure.A surgical valve replacement surgery was performed to treat tissue injury. The patient was reported to be in stable condition. There was no clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.